Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during attempted implant of the ventricular lead, as the physician started to put the lead into the sheath, it was noted that the superior vena cava (svc) coil looked as if the coils were separated or appeared pulled apart; the physician was not comfortable implanting the lead. Therefore, the ventricular lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. Analysis of the lead found that the defibrillation conductor was distorted and there was blood in/on the helix/lobe mechanism. The lead was damaged at implant.